Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both the ventricular and atrial leads was exhibiting noise. The leads were explanted and replaced. Patient was in stable condition.

Manufacturer narrative:
External insulation abrasion was noted at 20.4 to 20.6 cm from the connector pin breaching the outer insulation and exposing the outer coil, consistent with lead friction to the device can. The exposed outer coil is consistent with the observation from the field of noise.